Event description:
During an arthroscopic rotator cuff, the surgeon abraded the site and was inserting the anchor using the ao two-finger technique. The surgeon encountered some resistance and squeaking during the insertion and suddenly, the anchor broke at this time. The threaded portion of the anchor remains embedded in the pt's bone below the surface. No delay resulted. The repair was completed using a competitor's anchor.

Manufacturer narrative:
Evaluation showed the eyelet is no longer aligned with the inserters hex and the eyelet is deformed. Per the IFU, pre-drill using the appropriate drill and drill guide. Therefore, conclusion is improper use.